Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a data transfer issue between the controller and the console was not confirmed. The reported event of a backup battery fault alarm active was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The submitted controller event log file contained data spanning 2 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file captured intermittent atypical backup battery fault alarms active throughout the log file due to a backup battery circuit fault (internal error code f34). The backup battery fault alarms appear to only be active right after routine power source changes on the white power cable and while the black power cable is connected to external power. This is consistent with the backup battery ribbon cable connector potentially not being fully seated; however, the cause is unknown due to the controller not returning for analysis. The alarm did not affect the controller¿s ability to operate the pump at the set speed and the alarm remained active until the controller was turned off. Multiple attempts were made to obtain additional information about the reported event such as if the device operated as expected, and if the device will be returned for evaluation; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii instructions for use (IFU) (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate iii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having issues with the data transfer to the console. There were no issues with power. Connection was established for several minutes and data was downloaded. Connection was not able to be reestablished and other power module, consoles, and cables were trialed. The log files contained no communication faults or driveline faults, and the backup controller connects easily to the setup, indicating a worn white lead. The pump appeared to be operating as intended. The patient was scheduled for a system controller exchange and transplant. Further backup battery faults, unrelated to the worn white lead, were found in the log files.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.